Event description:
It was reported that the device disassembled while in use. Multiple attempts to gather additional information on the event were unsuccessful.

Manufacturer narrative:
Internal components were evaluated which revealed that the loctite in the attachment was damaged.